Manufacturer narrative:
Result: the cable was ripped out of the connector.

Event description:
It was reported by service report that the nurse call cable was ripped out of the connector. No pt involvement or adverse consequences were reported.